Event description:
It was reported that while using bd ultra-fine¿ insulin syringes, 1/2ml x 8mm the hub separates from the device. There was no report of patient impact. The following information was provided by the initial reporter:  it was reported by the spouse of the consumer the needle separates from the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned seven 0.5ml syringes. All of the syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes: 1. 2.18 lbs; 2. 1.94 lbs; 3. 5.37 lbs; 4. 3.15 lbs; 5. 6.11 lbs; 6. 6.65 lbs; 7. 3.74 lbs. Removing the needle shields found that the hub was properly attached to the barrel of the syringe for all of the syringes. However, the specification states that pull forces must be within the range of 0.85 lbs to 5.95 lbs to be considered acceptable, meaning that 2 of the 7 returned samples exceed the upper limit of the specification. It was noted that multiple needles had been bent slightly. While this damage was marginal in most cases, one of the syringes featured a needle that was significantly bent to one side. This syringe was also one of the syringes with a needle shield that was beyond the range of acceptable pull forces. This may have made it difficult to remove the needle shield cleanly, which could have resulted in the shield coming into contact with the needle, potentially resulting in the needle bending if sufficient force is applied across it. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for cracked hubs. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of needle shields being difficult to remove. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd ultra-fine¿ insulin syringes, 1/2ml x 8mm the hub separates from the device. There was no report of patient impact. The following information was provided by the initial reporter:  it was reported by the spouse of the consumer the needle separates from the hub.